Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and high out-of-range pace impedance of greater than 3,000 ohms. Additionally, there was no capture on the ra lead at the maximum output and no sensing. A revision procedure was scheduled. During the procedure, the lead was tested on the pacing system analyzer (psa) and produced the same results; the lead was unable to pace and sense. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.